Event description:
It was reported that premature stent deployment occurred. A 6x120x120 epic vascular stent delivery system was being advanced over a guide wire inside the patient when it was noted that the stent appeared to have begun to deploy. The delivery system was removed from the patient and it was noted that the stent was 1-2mm deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).